Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. Approximately two minutes into the treatment the nurse observed a blood leak between the patient's catheter and the return line. The patient had an estimated blood loss of 1 ml of blood. The customer reported there was no adverse event to the patient and no medical intervention was necessary. A new filter set was setup and treatment restarted.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous male luer connector were provided. No defect has been identified from the pictures regarding the involved venous male luer connector. The review of the prismaflex m100 set device history record for lot number 13f2703g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no similar complaint reported regarding this lot number. No defect was reported by our customer at visual inspection. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. Gambro received no information to suggest that the patient was seriously injured or needed any medical intervention linked to this event. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability. This event was initially reported on 1/29/2014 with MFR report # 8010182-2013-00019 with a follow up report MFR report # 8010182-2014-00004. Were the incorrect MFR report #. The corrected MFR report # is 8010182-2014-00014.